Event description:
It was reported to MFR that the physician's hand held screen was freezing upon interrogation of vns pts' generators. The physician performed both a soft and a hard reset, neither of which resolved the problem. The physician requested a new hand held to replace the non-working device. The non-working hand held and software flashcard have been returned to MFR where analysis is underway.